Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 155668: 60 items manufactured and released on (B)(6) 2015. Expiration date: (B)(6) 2020. No anomalies found related to the issue. To date, 57 items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 the sales representative has been informed by the surgeon that a revision surgery was performed. At this time we do not know if the reason of the revision surgery is bone fracture or stem loosening.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director: few months after primary hybrid tha in an elderly female patient a revision is to be performed. Reasons that led to revision surgery are not specified. Cementation technique appears to be improvable but we are not concluding that this is the cause for such an early failure. Information supplied is not sufficient to draw any conclusion.